Event description:
1998 mammogram showed odd shape of left implant. In october 1998 significant discomfort in the left upper extremity she could not push or do repetitive motion, class four contracture on the left, class three on the right. Per f10 event code of 1546 the patient had rupture.